Event description:
It was reported that stent positioning/placement problems were encountered. The target lesion was located in a moderately tortuous iliac artery. A 12x40x120 epic stent was advanced for treatment. However, during final stent deployment about 0.5-1mm, stent jumping occurred. The stent was placed in the correct location within the patient. The procedure was completed with the original device. There were no patient complications nor injuries reported and the patient's status was good.